Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarms and motor error. The customer states their infusion sets are prompting no delivery alarms, followed by a motor error alarm. The customer's blood glucose level at the time incident was 167mg/dl. The customer states their levels had risen to over 400mg/dl. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised the pump would have to be replaced and returned for analysis. The customer is being sent replacement sets and pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the lcd window.